Event description:
Customer reportedly received results of 69mg/dl, 25mg/dl, 87mg/dl, and 210mg/dl on the advantage system within 10 minutes. Customer states she had candy and an orange after the result of 25mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent.